Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified and treated one target lesion. Target lesion one was a de novo, mildly tortuous, bifurcated lesion from the proximal to mid lad (left anterior descending) measuring 3.5x30mm with 95% stenosis. Target lesion one was treated with predilation and placement of two overlapping 3.5x16mm taxus liberte stents resulting in 10% residual stenosis. Balloon withdrawal resistance was noted with the distal 3.5x16mm taxus liberte stent delivery balloon.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore no analysis could be performed. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined. Product unavailable for analysis.